Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval found that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. The device also experienced "check battery" alert messages during the eval, which displays a red screen. The cause was determined to be contact between the scanned bracket screw and the 2 traces of the backflex causing shorting. The submission of this complaint is due to the risk associated with an intermittent power up, enter sleep mode and power down without user input. A review of the history log shows that after the last infusion segment, the device powered on and off multiple times.

Event description:
It was reported that a pump had a red screen.